Manufacturer narrative:
D2 (common device name): easyspine system or ldr spine USA spine tune, tl spinal system, ldr spine USA easyspine, posterior spinal system, ldr spine USA mc implant s. G5 (PMA/510k): k121103 or k123134. Correction to: a1, b2, b5, b6, b7, d1, d2 (common device name), e1 (first name, middle name), e3, g5 (PMA/510k), h3, h6 (patient code and device code). Additional information: d4 (UDI number), d10, h6 (results and conclusion codes). The screw was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that a revision surgery was performed for unknown reasons in which an easyspine screw was removed. No further information was provided.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Reference and lot number of concerned device are not known. Attempts to obtain additional information have been made and no answer has been provided yet. So far, is not possible to perform the review of traceability and devices history records. Product was not returned yet, no evaluation could be performed. Investigation still in progress. Product not returned.

Event description:
Easyspine : revision surgery, unknown reason. On (B)(6) it was reported that a revision was performed. Surgical technique was followed. No patient or surgery impact. No more information was provided. Additional information was requested. Investigation ongoing.